Event description:
Dealer stated that the left motor on a tdxsp-mcg power chair is intermittent, no output. The end user alleges that he can turn the chair off and back on and it will work for awhile.